Manufacturer narrative:
There remains no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was received: it was reported that on (B)(6) 2021, two mitraclips ((cds0701-nt, 00929u151¿at the a1p1) and cds0701-ntw, 10205u313¿at the a3p3)), reducing the mr from grade 3+ to 1+. The cds0701-ntw, 10205u313 implanted at the a3p3, remained attached to both leaflets, however, there was progression of the p3 prolapse, right next to the clip, which may be related to adjacent choral injury, progression of disease, or slight leaflet pullout. Another echo reading stated the cds0701-ntw, 10205u313 a3p3 clip had partial detachment with resultant flail of the a3 segment and severe posterior mr.

Event description:
Subsequent to the initial report, the additional information was received: on (B)(6) 2021, the echocardiogram showed worsening mr (moderate), with a posterior, eccentric jet. The worsening mr was believed to be secondary to heart failure. The clip implanted at the a1p1 remained well seated. The clip at the a3p3 had evidence of being poorly seated. There appeared to be increased motion of the anterior mitral leaflet at the a2 segment due to a partial leaflet flail and possible ruptured chordae with the accompanying posterior directed mr jet.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration appears to be related to patient circumstance in conjunction with morphology/pathology. The reported tissue injury appears to be due to patient circumstance (fall) in conjunction with patient morphology/pathology (posterior leaflet prolapse and flail). The heart failure appears to be related to procedural condition of the partial clip movement. Mitral regurgitation (mr) and subsequent pulmonary edema, dyspnea and hypoxia appear to be cascading effects of the heart failure. The reported hospitalization and medication required were results of case-specific circumstances. Unspecified tissue injury, mr, heart failure, pulmonary edema, dyspnea and hypoxia listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to recurrent mitral regurgitation with worsening heart failure. There was possible clip movement. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+, with a posterior leaflet prolapse and flail. Two mitraclips were implanted without a device deficiency, reducing the mr to grade 0 and 1+. The patient had been discharged from the hospital. On (B)(6) 2021, the patient presented to the hospital after a fall. The patient expressed experiencing increased dyspnea and had a 30lb weight gain. On examination, lower lung crackles were heard, his oxygen saturation was low at 86%, and the patients heart failure labs (brain natriuretic peptide) were elevated. Worsening congestive heart failure was diagnosed. The patient was admitted to the hospital and medication was provided as treatment. On (B)(6) 2021, a follow-up echocardiogram was performed. The mr had increased to moderate, grade 2+. One of the mitraclips implanted was possibly poorly seated with an increase in motion observed on the anterior leaflet a2 segment due to a partial flail. Reportedly, the increase in mr contributed to the worsening congestive heart failure. Medication had been provided as treatment. The event resolved and the patient was discharged from the hospital. No additional information was provided regarding this issue.